Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1szzh, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va1szzh, ubd: 14-may-2021, (B)(4). Date of event: no information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the lead removed for lack of efficacy. Partial lead left at scalp per medical doctor's decision due to proximity to adjacent lead/extension coiled under the skin. The lead is expected to be returned. Diagnostics/troubleshooting included multiple adjustments with programming per neurologist. The patient reports lack of expected efficacy. Pre-op impedances normal bilaterally, (B)(6) 2019. The issue is not yet resolved. Surgical intervention occurred due to the lack of efficacy and it was electively removed and replaced. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Analysis of the lead (lot #va1szzh) revealed no significant anomalies where the lead body was cut through, the product was segmented. If information is provided in the future, a supplemental report will be issued.